Event description:
User called in to the emergency service programme requesting assistance with suboptimal augmentation on an inta aortic balloon pump along with cs300 pump during use on a patient. There was no injury or harm reported. The customer stated that the previous day the pump worked fine but the second day pump displayed alarm. The esp personnel assisted via phone call in troubleshooting the issue. The chest x-ray scan of the patient revealed that the balloon placement is in 4th inter-coastal space which is against the recommendation of manufacturer. This was notified to the customer. On next day (nov-9-2025,) the esp personnel called back to check on patient and the customer answered that they had removed the balloon, and the patient was doing well.

Manufacturer narrative:
UDI number and 510k wre kept blank because, the catalog and lot number are not available. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID#.

Manufacturer narrative:
Updated fields: b4, d1 (brand name), d4 (lot #, version or model #, catalog #, exp. Date, unique identifier (UDI) #), g3, g4 (PMA/510(k)#), g6, h2, h4 (manufacture date), h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: g2. A customer contacted the emergency support program regarding suboptimal augmentation on a cs300 iabp during patient use. No patient harm occurred. (B)(6) an ICU nurse, reported that the pump had been functioning well the previous night, but by late afternoon the augmentation had decreased to the assisted systolic level. Troubleshooting attempts were unsuccessful prior to calling. During review, images showed arterial waveform whip and a rounded balloon waveform, suggesting possible helium pathway restriction. (B)(6) reported the iab catheter tip was positioned at the 4th intercostal space (ics). He was informed that optimal placement is typically at the 2nd¿3rd ics and that malposition can cause whip and reduced augmentation. Although this was communicated to the intensivist, no repositioning occurred. A follow-up call the next day confirmed the balloon had been removed and the patient was doing well. Relevant internal contacts were notified. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.